Manufacturer narrative:
The following field has been updated due to corrected information: d.4. Medical device lot #: 9144857.

Event description:
It was reported that catheter backing out of the vein occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "it was reported that the catheter withdrew from the vein when the needle retracted on two occasions. Event description per attached email states: I placed the IV in a pt without difficulty.  When I pressed the button to retract the needle, the needle retracted but also withdrew the catheter out of the vein."

Event description:
It was reported that catheter backing out of the vein occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "it was reported that the catheter withdrew from the vein when the needle retracted on two occasions. Event description per attached email states: I placed the IV in a pt without difficulty.  When I pressed the button to retract the needle, the needle retracted but also withdrew the catheter out of the vein."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of these batches. Complaint could not be confirmed and root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter backing out of the vein occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "it was reported that the catheter withdrew from the vein when the needle retracted on two occasions. Event description per attached email states: I placed the IV in a pt without difficulty.  When I pressed the button to retract the needle, the needle retracted but also withdrew the catheter out of the vein."